Event description:
A 3.0mm diameter x 9mm length medtronic ave s670 rapid exchange stent was inserted into the mid-circumflex coronary artery. The physician experienced difficulty in advancing the stent through the tip of the guide catheter due to the "arteries superior take off." It was not possible to cross the moderately calcified target lesion, therefore, the stent delivery system was pulled back. Upon removal of the stent delivery system, the guide catheter "over seated" in the artery. It was reported that the calcified lesion and the "over seating" of the guide catheter caused the stent to dislodge in the proximal circumflex artery. Attempts to remove the undeployed stent using ptca balloons and a snare device were unsuccessful, resulting in the stent migrating into the leg where it remains. There were no further attempts to treat the target lesion. The pt subsequently was sent to surgery for coronary artery bypass grafting. There was no additional clinical sequelae reported relative to the event. There was no device returned for eval. Device history review revealed no issues relevant to the complaint.